Manufacturer narrative:
A partial lead with the connector pin measuring 11.8cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead a complete analysis could not be performed.

Event description:
Patient was presented in-clinic for high pacing impedance. Externalized conductors were observed via fluoroscopy. Lead was explanted and replaced.